Event description:
It was reported that the right ventricular (rv) lead had low impedance. The lead is still in use. It was further reported that the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low resistance/impedance was noted as the weekly minimum high voltage measurement data shows a spike decrease and low impedance for min hv-can=11.33 to 19.8 ohms range, 18.7 ohms average and min hv-coil=16.88 to 19.8 ohms range between (B)(6) 2011. Battery depletion was also indicated as time of elective replacement indicator in save to disk on (B)(6) 2011, device eri<=4.91 volt. The daily battery voltage log data shows batt(v)=4.94 to 4.91 volts minimum between (B)(6) 2011. There was one patient alert for low bv on (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead had low impedance. The lead is still in use. No patient complications have been reported as a result of this event.